Event description:
Procedure: lobectomy. Patient sex: unk: reportedly, the instrument was jammed on the tissue after stapling, and the tissues tore during removal of instrument. This required additional resection of the tissue, and suturing closer to the vascular pedicle.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.